Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Concomitant medical products: terumo wire guide, PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an abdominal abscess drainage procedure. After placement, the operator noticed air leakage in the "connection between catheter and mac-loc". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D10 ¿ product received on: 04dec2019. Investigation ¿ evaluation . A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned one 8.5fr catheter to cook for investigation. No damage was visible on the device. A tug and twist test was performed and the tubing did not rotate within or pull from the cap. A leak test was performed and the device did not leak. The distance between the hub and cap was determined to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) could not be conducted due to lack of lot information from the user facility. Review of the sales records to the user facility over the past three years could not sufficiently narrow down the lot number. Potential nonconformances from this lot and other complaints from this lot could not be confirmed. Since no related nonconformances or other complaints from this lot could be confirmed, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, inspection of the returned product and the results of the investigation, it was concluded that a manufacturing and quality control deficiency possibly contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.